Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was partly "cloudy" on the upper corner of the display. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was partly "cloudy" on the upper corner of the display. The remote service engineer (rse) stated the customer has a 1st generation light crystal display (lcd). The customer stated they planned to open up the unit and determine if the issue is on the touchscreen or the lcd. The rse provided the customer with the part number of the 2nd generation user interface (ui). The customer replaced the unit with a 2nd generation ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.